Manufacturer narrative:
(B)(4). Batch # t5d894. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device cut the tissue? No. If the device cut tissue, but did not staple the tissue how was the transected tissue addressed/managed? N/a. Were any unusual noises heard from the device during the firing sequence? No unusual noises but triggers were more difficult than usual. Sales rep also stated anvil is missing from device return.

Event description:
It was reported that during a laparoscopic appendectomy the first handle was able to be squeezed. The second handle would not move. The physician forced the second handle close. The staples fired but were open and not closed. A similar device was used to complete the case. There were no patient consequences.